Event description:
Upon trying to administer a medication through the green portion of the PICC line, the PICC line would not flush. It was noted that the PICC line had opaque colored material in the green lumen of the PICC. Per physician orders, the PICC line was removed without incident.

Manufacturer narrative:
Although the device was not returned, vygon us will send the complaint to vygon (B)(4)investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.